Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The actual device was received and evaluated. This complaint for a damaged was confirmed in the lab. The results of a sample evaluation revealed that the tip of the spike was bent slightly inward and body of spike was bent backwards. A batch review was not performed due to unknown lot number. A root cause was not identified. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation is not complete at this time. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
Baxter received a report of a transfer set with a broken spike. This occurred while being connected to the y-set with a clean flash device. No injury or medical intervention was reported. The sample is available for evaluation.